Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the introducer catheter, blue braided sheath, and filter were returned for analysis. An examination of the blue braided sheath found it was kinked and torn 8.5cm from the proximal end. The filter was stuck in the sheath at this location with a leg hook protruding from the sheath. The hub of the sheath was not attached to the luer-lok connector at the distal end of the handle. The paper safety sleeve was removed from around the handle of the introducer catheter. The trigger (thumb switch) had not been unlocked or moved down the deployment track indicating that no attempt was made to fire/release the filter. The length of the blue braided sheath was measured and found to meet specification. The filter was removed from the sheath and it was noted that four of the legs were crossed, most likely a result of deployment within the kinked sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23sep2011. It was reported that during a filter placement treatment procedure, a premature filter deployment and kinked sheath occurred. Vascular access was obtained via the femoral artery. The target location was located below the renal vein. This 12f femoral titanium greenfield filter was selected and inserted into the patient against resistance. During advancement of the introducer catheter, the filter deployed inside the sheath without pulling the trigger. The sheath became "seriously" kinked as a result of the deployed filter. The sheath did not break. The sheath was removed from the patient with the filter inside. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the sheath was torn.